Manufacturer narrative:
Date of report: 17jul2019. Date rec¿d by MFR: 16jul2019. The customer believes the issue was with the battery only. It was also reported that the replacement ventilator was no longer needed and was returned. Original ventilator was back in use at customer site. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 29nov2018. Philip's representative went on site for an install and found that the battery would not charge. The device was bought in (B)(6) 2017 and stored while the project was under construction. Reportedly, the ventilator was returned for credit.

Event description:
The customer reported that the battery would not charge. There was no patient involvement. The event date was no specified; estimate used.